Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and triggered error 23002. The usm was also tested on the psc (patient side cart) fixture test platform (pftp) and failed the sensor check on degrees of freedom (dof) 8. Upon further investigation, there was no fluid intrusion or physical damage. Error 23002 was pointing to dof 8. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 due to error 23002. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an error occurred on universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified 23002 error on usm 2, axis 1. Prior to calling in, the customer found the usm to be limp and loosely moving. The customer had since recovered the fault to continue with 3 usms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system was inspected before procedure. Arms were draped during surgical setup, and nothing was noticed out of the ordinary. The system was powered on without any faults. During the procedure, arm 2 started to lose function. The arm fell to the side and when the customer tried to put it back in position, it would not stay. At that time, the customer contacted the isi technical support. There was no conversion needed. The procedure was completed as planned.